Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was performed and no anomalies were noted. The physician considered the noise to be due to the use of a revitive circulation machine. Abbott technical support was contacted and the patient was advised to discontinue the use of the revitive circulation machine. No additional intervention was performed. The patent was in stable condition and will continue to be monitored.